Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
Please see the below investigation findings: the lot number was provided and the device history record (DHR) was reviewed indicating that product released met all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. However, based on previous evaluations and samples reported with this failure mode a potential root cause that may cause this issue could be product use: the tube may not have been filled with enough water (10 cc) to remove the stylet smoothly. Feeding tubes should be flushed frequently to prevent clogging that may cause the medication and nutrition accumulation through the tube. Please refer to the instructions for use (IFU) for the proper procedure for insertion of the feed tube and extraction of the stylet. For stylet placement; using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating. The IFU states that once the tube position has been confirmed reactivate the hydromer coating with another 10 cc of water before attempting removal if the stylet has been indwelling for any appreciable time. The process is running according to product specifications meeting quality acceptance criteria. The appropriate production personnel were notified of the reported issue. Based on the information available, a corrective action is not deemed necessary at this time. We will continue monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an enteral feeding tube. The customer states when they were pulling the stylet out, the wire at the end came out and stuck into their index finger. The doctor had his blood drawn for (B)(6), and tetanus. The doctor also received a tetanus shot as a result. The doctor followed appropriate protocol. The doctor was not prescribed any medication as a result.

Manufacturer narrative:
One decontaminated sample without original package or lot number was received for evaluation. After performing visual inspection the reported issue was observed and confirmed. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A formal investigation was opened in order to determine the root cause and implement the appropriated corrective action(s). As a containment action, the production personnel were notified about the issue and a quality alert was implemented to verify the machine complete cycle. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.